Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent. Meanwhile, the customer confirmed that they would continue using the current pump to ensure uninterrupted insulin delivery.